Event description:
Pediatric patient on ventilator. Respiratory therapist was draining condensation and touched the heated wires on the expiratory side, which felt hot. Upon inspection, the respiratory therapist identified a burn on the heated wire expiratory limb connection/adapter that goes into the heated wire cable. This is the second incident of a burn on the expiratory heated wire in a month. Clinical engineering had checked out the heater which does not appear to have any issues. No injury to the patient. Reference report: #mw5146646. Refer to additional documents in i2k.